Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event that occurred on (B)(6) 2014. Patient stated that upon waking up and walking to the bathroom, she became unconscious. The patient's husband then administered the patient a shot of glucagon. The patient further reported that her receiver screen appeared "wet and like it was sweating" and would not turn on. The patient stated she was unaware of how the moisture damage happened and whether this occurred before or after the adverse event. At the time of contact, the patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event that occurred on (B)(6) 2014. Patient stated that upon waking up and walking to the bathroom, she became unconscious. The patient's husband then administered the patient a shot of glucagon. At the time of contact, the patient was doing fine.

Manufacturer narrative:
(B)(4).